Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a failed battery test alarm on their insulin pump. Customer's blood glucose was unknown at the time of the call. Troubleshooting could not occur because the customer's insulin pump would not turn on. Customer was advised to revert to a back-up plan while their insulin pump was being replaced. No additional information provided.

Manufacturer narrative:
All operating currents were within specification, and no unexpected low battery, failed battery test or off no power alarms were noted. No blank display or display anomaly was noted. However, the pump was received with minor scratched on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.